Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. It was reported that the patient was admitted to an outside hospital on (B)(6) 2019 for dehydration, supratherapeutic inr and diarrhea. The patient¿s inr was 1.4 upon admission and the patient was given vitamin k. The next day, the patient was restarted on spiro and lasix. The patient was also placed on a heparin bridge. The patient was found positive for enteropathogenic e. Coli in their stool, however, the patient had no further stool. It was noted that the patient had pulmonary issues, which was not new. The patient was on home o2 pta with unchanged coughing. The patient was also provided pain medication for a shoulder pain. On (B)(6) 2019, the patient experienced epistaxis. Nasal saline and afrin were ordered. The chest x-ray showed light congestion, which was consistent with the current diuresis. The patient had no further diarrhea. On (B)(6) 2019, the patient was found bleeding at the driveline. The patient was supratherapeutic and a partial thromboplastin time (ptt) test was performed. Drops were stopped and the bleeding was not active. The patient was stable for discharge. On (B)(6) 2019, the patient was transferred to the floor, IV diuresis was ordered and a sputum culture was sent. A gastrointestinal (gi) panel was sent and warfarin was held. The patient was also bleeding from skin tears on the arms. The patient was continued on infectious workup. On (B)(6) 2019, IV antibiotics were discontinued and the patient was switched to oral antibiotics. On (B)(6) 2019, warfarin was resumed. The patient was reported to be stable on (B)(6) 2019 with normal inr and white blood cell count. The patient was discharged home in stable condition with no further events. The device was functioning as intended. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding and infection (localized, driveline, and pump pocket or pseudo pocket infection) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Both the IFU, as well as the heartmate 3 lvas patient handbook, provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for dehydration, supratherapeutic international normalized ratio (inr) and diarrhea. He was given vitamin k at an outside hospital and his inr upon admission was 1.4. On (B)(6) 2019, there was no diarrhea today. Restarted spiro and lasix. Heparin bridging. Positive for enteropathogenic e coli in stool; no further stools. Will contact ID if diarrhea continued. Pulmonary issues not new, was on home oxygen (o2) percutaneous transluminal angioplasty (pta), cough unchanged. Repeat chest x-ray (cxr) in the morning, clinical trial management (ctm) white blood cells (wbcs). Pain meds for shoulder pain ordered. On (B)(6) 2019, epistaxis ordered nasal saline and afrin. Hgb (hemoglobin) 8.6, rechecked at night. Cxr slightly congested, consistent with current diuresis. No further diarrhea. On (B)(6) 2019, bleeding at driveline, supratherapeutic partial thromboplastin time (ptt), stopped drops (gtt), bleeding not active. Stable for discharged home, working on ride home. Mag citrate for constipation. On (B)(6) 2019, inr 1.7, stable for discharge home. On (B)(6) 2019, transferred to the floor, IV diuresis ordered, sputum culture sent. On (B)(6) 2019, gastrointestinal (gi) panel sent, hold warfarin for inr 2.7 and bleeding from skin tears on the arms. Continued infectious workup. On (B)(6) 2019, discontinued IV antibiotics and started cefdinir 300 mg q 12 until (B)(6) 2019. Held warfarin again for inr of 2.7. Home dose lasix resumed and IV lasix stopped. Lasix 40 mg orally twice a day (bid) started. On (B)(6) 2019, switched to oral antibiotics yesterday, weight went from (B)(6) kg to (B)(6) kg from day before. May need diuretics altered. Continue oral antibiotics and monitor wbc. Resume warfarin 5 mg for inr 2.2. On (B)(6) 2019, inr 1.9; wbc 8.7 - stable.